Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had a calibration error with his sensors. Customer's blood glucose at time of incident was unknown mg/dl. The customer is eating supper while sitting down when alarm occurred first time. The customer was advised to replace the sensor. The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 107 mg/dl. The current sensor glucose value is 85. The sensor glucose and blood glucose is within acceptable range. The customer was removed his sensor from his body and sending replacement for sensor.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance testing. The sensor passed per specifications. Performed bicarbonate buffer test and the sensor failed with high readings.